Event description:
Several reports of PICC lines leaking at the rubber-like stopper upon attempts to flush.

Event description:
Several reports of PICC lines leaking at the rubber-like stopper upon attempts to flush.